Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging inaccurate erratic results on the subject meter, performed within 20 minutes of each other. The comparisons provided were "415 and 256 mg/dl", "417 and 145 mg/dl" and "320 and 191 mg/dl". This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.